Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an atrial capture test, high capture threshold and far r-wave oversensing was observed on the implantable cardioverter defibrillator. Micro dislodgement of the right atrial lead was suspected. Physician did not perform any intervention. The device and the ra lead remain implanted and will be monitored. Patient was stable.